Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, UDI#: unknown, implanted date: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) via manufacturer representative (rep) for a clinical study reported high impedance, return of urinary leaks, and an issue with the lead was suspected given the high impedance on telemetry. Factors that may have led or contributed to the issue remain unknown. The patient still had improved 80% compared to baseline. It was reported that the patient was still satisfied therefore no action was done to treat the adverse event. It was unknown if the issue was resolved as the event is ongoing but no action was planned. The investigator assessed the event as not serious, not related to procedure, and related to the lead. No surgical intervention occurred or was planned. Relevant medical history includes idiopathic urinary incontinence since 2003. Additional information was received from the rep. It was reported that the lead model and lot numbers were not available as the patient was implanted before enrollment in the study. No additional information regarding the cause was available at the time of study exit on 18-mar-2019. The event was ongoing with no additional action necessary. It was noted that the study database was used to confirm this information.